Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: review of the black box data revealed power on reset events recorded on (B)(6) 2017. On examination, the battery compartment was confirmed to be cracked. The returned battery cap was intact, without damage and able to fit properly to the pump and maintain electrical connection. Moisture corrosion was observed in the battery compartment. Leak testing failed due to a battery compartment leak. The pump powered on normally and was exercised for 24 hours without any power interruption duplicated. Investigation did not duplicate the alleged power complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components, including the power printed circuit board. Investigation confirmed the damage and the moisture ingress, but did not duplicate a power issue. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture in the battery compartment and it was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.